Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), . Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon has experienced the tip of the injector cracking down the middle while implanting the preloaded, monofocal, intraocular lens (iol). Crack occurred near the end of implantation. The surgeon decided there was more risk in removing the device; therefore, the iol was fully inserted. No patient injury reported. No further information was provided.